Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: it was initially reported that the plug detached from the wire of a cook®single-use holmium laser fiber. The fiber was inspected for damage prior to use. The issue was discovered during an unspecified procedure and another fiber was used to complete the procedure. No adverse effects have been reported due to the alleged malfunction. The patient did not require any additional procedures due to this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One holmium laser fiber was returned for investigation in a prior to use condition. The fiber was separated from the plug. The ferrule showed no sign of damage. The proximal end of the white fiber sheath displayed black charring starting at the edge of the sheath measuring 6mm long. The fiber had been pulled out of the white sheath and measured 295.7cm in length. The clear fiber extended from the distal tip 6.5mm. The proximal end of the fiber¿s blue jacket was charred approximately 6mm and had a melted appearance; the fiber was broken at the edge of the jacket. Under magnification black debris from charring was visible on the clear fiber, indicating energy was transmitted to the fiber. A document-based investigation evaluation was also performed. One potentially related nonconformance was recorded; all affected devices were identified and scrapped. No further related nonconformances were recorded, and no additional lot-related complaints were received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence that nonconforming product exists in house or in field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which warn, ¿do not bend at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection.¿ the IFU further cautions, ¿never subject fiber optics to sharp bends in handling, use, or storage.¿ based on the information available, investigation has concluded that the event can be attributed to improper handling of the laser fiber. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. The device has been returned, and the investigation is ongoing. A follow up report will be submitted should more additional relevant information become available or at the conclusion of the investigation.

Event description:
It was initially reported that the plug detached from the wire. There were no issues with the patient. After the initial investigation of the returned device on (B)(6) 2020, the proximal end of the fiber's blue jacket was found to be charred and had a melted appearance. The fiber was broken at the edge of the jacket. Additional information was received 04aug2020: the fiber was inspected for damage prior to use. The issue was discovered during an unspecified procedure and another fiber was used to complete the procedure. No adverse effects have been reported due to the alleged malfunction. The patient did not require any additional procedures due to this occurrence.